Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at asklepios klinik parchim hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached above 400 mg/dl. The pod generated a communication error during activation. The pod did not connect to the sensor and the patient received the message to change the pod. Symptoms reported include the patient spitting and having a stomachache. The patient was treated with intravenous drips. The patient was discharged on (B)(6) 2026.